Manufacturer narrative:
Ocd performed a batch record review and a complaint review. Results were satisfactory. (B)(4).

Event description:
A patient sample with no previous history was tested in gel and reacted as group ab rh pos (a1cell and b cell were negative). The patient's blood type was reported as abpos, antibody screen negative. Two units of type apos rbcs were crossmatched using iat gel crossmatch in the anti-igg gel cards. The crossmatch was iat gel compatible. No immediate spin crossmatch was performed since the customer site does not perform immediate spin crossmatches. One of the iat anti-igg crossmatch compatible rbcs was transfused, post partum; 100mls were given and the patient experienced a transfusion reaction. The patient experienced acute bronchial spasms and respiratory distress. Epinephrine was given and the patient stabilized. No additional rbc units were given. The patient remained stable until her discharge from the hospital. All qc was acceptable.